Event description:
It was reported that the device had reached elective replacement indicator (eri) in less than three years. The device was explanted and replaced. It was also reported there was high thresholds on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010, 7000 competitor implantable tachy lead implanted: (B)(6) 2007, 1488t implantable pacing lead implanted: (B)(6) 2007. (B)(4).